Event description:
The icy catheter (lot # unknown) was inserted into the right femoral vein by the experienced physician. During the rewarming phase of the treatment, the user observed the 500ml saline bag to be empty. The console was paused for troubleshooting the leak. There were no traces of fluid observed around the start-up kit (suk) (lot # unknown) tubing or the console. The icy catheter and the suk were replaced, and the therapy continued with the same console. No consequences or impact to the patient.

Manufacturer narrative:
The zoll icy catheter was returned to zoll for evaluation, however, the investigation is pending. A follow up report will be filed when the investigation has been completed.

Event description:
The icy catheter (lot # 175199) was inserted into the right femoral vein by the experienced physician. During the rewarming phase of the treatment, the user observed the 500ml saline bag to be empty. The console was paused for troubleshooting the leak. There were no traces of fluid observed around the start-up kit (suk) (lot # 175593) tubing or the console. The icy catheter and the suk were replaced, and the therapy continued with the same console. No consequences or impact to the patient.

Manufacturer narrative:
The reported complaint of "the user observed the 500ml saline bag to be empty" while using the icy catheter (lot # 175199) was confirmed during functional testing. A pinhole leak was observed at the proximal end of the distal balloon during the functional pressure leak test. The probable root cause of the pinhole leak was a latent material defect. A visual examination of the returned catheter was performed, and no physical damage was found on the catheter. Dried blood residue was observed inside the catheter's balloons and luered tubings. During the functional pressure leak test all infusion ports and lumens were flushed without resistance., the catheter was connected to a pressurized inflation device, and the balloons were fully inflated when pressurized up to 100 psi. Upon pressurizing the catheter, a pinhole leak was observed at the proximal end of the distal balloon, confirming the reported complaint. It is unlikely that the defective catheter was shipped. During manufacturing, all catheters are 100% inspected for leaks by subjecting them to pressure testing. Only units that passed are moved to the next process. Historical complaints were reviewed for information related to the reported complaint, and there was no previous history of complaints reported for icy catheter with lot number 175199.